Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/29/2016 that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.